Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, (B)(6), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient had renal dysfunction and low urine output requiring dialysis. The account also reported the patient was experiencing right heart failure and was more than 7 days post-implant and still on inotropic therapy. Also, the patient had a major infection, and that the patient started experiencing dyspnea, subfebrilia, and elevation of c-reactive protein and leukocytes. The antibiotic therapy with cefotaxime was started and an infiltrate was seen on the rtg. The patient had bilateral pleural effusion (confirmed on rtg and sonography). The pleural puncture on the left side was done on 30sep2020 (1200m of serosanquinolent effusion) and the drainage of the effusion from the right hemithorax was performed the next day (1000m of serosanquinolent effusion). A second puncture of the left hemithorax was needed, with 950ml of serosanquinolent effusion dispensed. According to the account, the patient had inotropic therapy fifteen days after the implantation and then therapy was stopped. There were no clinical signs of right heart failure, however, on (B)(6) 2020 the patient had low flow alarms and dyspnea. The echocardiogram was performed and revealed severe right heart dysfunction and the patient was moved to the intensive care unit. Inotropic therapy and vasodilators were started. The patient had positive cultures from a chronic wound after drain extraction and the infection was found to be staphylococcus aureus, well sensitive to antibiotics. According to the account, all the events resolved. The patient remains ongoing on heartmate 3 lvas, (B)(6). The current heartmate 3 lvas IFU lists renal dysfunction, right heart failure, and infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ in addition, this document outlines the recommended anticoagulation regimen and inr range. Care instructions regarding preventing infection are also provided in the patient care and management section of this IFU. The relevant sections of the device history records for mlp-015548 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The events were reported to be resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received on 13oct2020 indicating that the patient had right heart failure. The patient had inotropic therapy fifteen days after the implantation and then the therapy was stopped. There were no clinical signs of right heart failure but on (B)(6) 2020 the patient had low flow alarms and dyspnea. The ecocardiogram showed severe right heart dysfunction and the patient was moved to the intensive care unit. Inotropic therapy and vasodilators were started. Additional information received on 20oct2020 indicated that the patient had a major infection and that there were positive cultures from a chronic would after drain extraction. The infection was found to be s. Aureus well sensitive to antibiotics.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had renal dysfunction and low urine output requiring dialysis. Additional information was received on 30sep2020 indicating that the patient was experiencing right heart failure and was more than 7 days post implant and still on inotropic therapy. Additional information was received on 01oct2020 indicating that the patient had a major infection and that the patient started experiencing dyspnea, subfebrilia and elevation of c-reactive protein and leukocytes so the antibiotic therapy with cefotaxime was started an infiltrate was seen on the rtg. Additional information was received on 05oct2020 indicating that the patient had bilateral pleural effusion (confirmed on rtg and sono). The pleural puncture on the left side was done on (B)(6) 2020 and the drainage of the effusion from the right hemithorax was done a day after (B)(6) 2020.